Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that last week, patient suddenly started getting "zingers" that felt like fireworks down both of their legs that were painful. Caller stated patient turned ins off and has left it off but doesn't know if they can or should turn it back on again. Caller requested that a manufacturer representative (rep) contact the patient. The caller was not with the patient. Technical services reviewed they would email the field and ask them to reach out to the patient and possibly coordinate appointment. Rep responded to the e-mail they would reach out to the patient.

Event description:
Rep reported that the patient¿s ¿zingers ¿ was her stimulation. She wanted to verify if she could turn the stimulation down herself. The patient was educated on her remote and turning down her stim.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.